Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation codes: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported by the patient's spouse that the patient developed a bed sore over the ipg site. As per sjm representative, the doctor's office stated that he patient had an infection at the ipg site due to a decubitus ulcer. Surgical intervention took place to explant the scs system and the patient's ulcer was excised. The patient was given intra-venous antibiotics intraoperatively and sent home on oral antibiotics.